Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue was identified during procedure, and the surgeon was suturing. Ports were placed. The instrument was inspected prior to use with no issue. The instrument cable was broken. There was no fragment falling into the patient. The instrument did not collide with any other instrument or tool during the procedure. There was no issue when removing the instrument through the cannula. No thermal damage or arcing was observed during the procedure. The procedure was completed with a backup instrument with the same da vinci system. The large suture cut needle driver instrument has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported complaint. This instrument is not an energized instrument and does not have a conductor wire. The instrument was found to have a broken grip cable on axis 7 at the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the large suture cut needle driver instrument was observed to have a damaged conductor wire. There was no report of patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suture cut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.